Event description:
The patient suffered an svc tearing when extracting the medtronic 3830 lead that required an open chest procedure to repair the defect. No new products were implanted. The patient left the operating room critical but stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).